Event description:
A customer reported that the illumination system intermittently shut down on it's own during a procedure. An alternate light source was used to complete the case with no impact to the pt.

Manufacturer narrative:
The company rep examined the system and could not replicate the problem reported. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).